Event description:
Voluntary medwatch received states successive rates in the 50s for 5-6 hours and caller wondered if it was far field r-wave oversensing. Programming changes were performed.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155255.